Event description:
Caller states customer had low blood glucose symptoms with result of 121 mg/dl obtained on the aviva system. Customer tested 48 mg/dl and later 35 mg/dl on emergency medical technicians (emts) professional device; emts treated customer with an injection of glucose and low blood glucose symptoms improved 20 minutes later. Requested return of suspect device and replacement was sent.